Event description:
A parent via e-mail stated that their son was using one of the kids (B)(6) toothbrush heads and it snapped at the tip. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.